Manufacturer narrative:
The reported event was confirmed however the cause was unknown. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator or machine error". Photo samples were returned for an orange coude catheter. The photo samples showed the catheter had a smooth lump on its shaft. As the catheter is unable to be measured it was unknown if the catheter met specification, which states accept smooth lumps if "less than or equal to 1 french size larger than catheter or on tip". As it is unknown if the lump met specification the event will be confirmed cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that intermittent catheters had unusual bump on it and caused pain when removing it from patient body. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that intermittent catheters had unusual bump on it and caused pain when removing it from patient body. No medical intervention was reported.